Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6)2014 patient experienced no audio output. Dexcom has issued an rga for patient to return the device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.